Event description:
A balloon ruptured during stent deployment, requiring stent post dilatation due to underexpansion of the stent. The report received indicated that after the second attempt to pre-dilate the target lesion, with a competitor's balloon, the target lesion was successfully pre-dilated with 10 atmospheres (atm) of pressure. Then the cypher stent was being delivered to the target lesion; however, the delivery system would not cross the proximal left circumflex artery. Therefore, a rotoblator was used, pushing back and forth strongly, to conduct picking technique. Then the cypher was successfully redelivered. During inflation of the unit, the balloon stopped inflating at about 5 atm. The physician found blood flowing into the inflation device and suspected a rupture in the balloon. The device was retrieved from the pt without any adverse consequence to the pt. However, because the stent remained under-expanded, post-dilation with a competitor's balloon was conducted at 16 atm; sufficient blood flow was confirmed and the procedure was completed successfully. Further info indicated the target vessel was the distal left circumflex (lcx). The proximal area of the lcx presented severe calcification and 99% stenosis; however, the target lesion was the distal lcx; the de novo lesion was described as heavy calcified and moderately tortuous presenting 90% stenosis.

Manufacturer narrative:
Please note that as the stent was implanted, the stent delivery system has been returned for evaluation and testing. As of to date, the evaluation has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Add'l info will be submitted within 30 days upon receipt.